Event description:
This comlaint is now reportable based on the analysis completed on 05 july 2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Device analaysis confirmed the reported complaint. From the condition of the returned device, it is evident that the physician experienced some difficulties during the procedure. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The damage present is consistent with the reported complaint. The fact that it was noticed that the proximal struts were bent back distally, is consistent with a restriction occurring with the stent during attempted withdrawal. During the manfucaturing process all stent securements are fully validated to withstand up to 0.21lb force. Each device is visually inspected for uniform crimping, including stent profile and damage just prior to packing before being fitted with the actual balloon protector, which prevents damage to the stent and balloon. There are a number of complex factors affecting deliverability, for example, lesion type, anatomical tortuosity, pre-dilation, guidewire and guide catheter selection, user technique etc. All of these factors must also be considered when investigating a complaint of this nature. If unusual resistance is felt at any time durine lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. The root cause of the reported complaint cannot be conclusively determined. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.